Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/23/2015 with the following findings: on examination, the keypad was found to be intact without damage. On testing, all the keypad buttons had normal response. The keypad cover was removed and did not reveal any evidence of damage, defect or contamination of the button components. The pump was opened for investigation, and did not reveal any damage, defects or contamination of the interior pump components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the down arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.